Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 42 mg/dl; cause of the low was unknown. Customer consumed carbohydrates to address their bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.